Event description:
It was reported that during a follow up in clinic, inadequate capture was noted on the left ventricular (lv) lead. The lv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Session records were provided for review by technical services. Analysis of the session records indicated an increase in pacing impedance on the left ventricular lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Session records were provided for review by technical services. Analysis of the session records indicated that an increase in pacing impedance was sensed by the device.